Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced air bubbles in the reservoir. The customer's blood glucose was 193 mg/dl. The customer stated that the size of the air bubbles were 2 cm. The customer confirmed that they were using insulin stored in room temperature. The customer did not rewind the insulin pump with a reservoir in place. The customer detected no leaks when performing the high pressure test. The customer was advised that the reservoir would be replaced. The customer did not return the product for analysis.